Manufacturer narrative:
(B)(4). (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was found completely separated from the cap. There was no report of patient injury or medical intervention associated with this event. No additional information available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A visual inspection was performed and found the iodine sponge to be completely separated from the minicap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified; however, the cause could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.